Manufacturer narrative:
Investigation summary: no samples or photos were returned by the customer in support of this complaint from catalog 363706, lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown.

Event description:
It was reported when using the bd microtainer® map microtube for automated process k2 edta 1.0 mg there was failure of the product to assist in containing blood (stopper/cap separates and remains in the holder). This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "when collecting blood into microtainer the lid was placed onto the tube. Once tube was placed into plastic bag, the lid came off and the sample was lost."